Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a false air-in-line alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). During baxter's evaluation, the false air-in-line alarm was confirmed and was reproduced. Evaluation found the upper and lower reading on the ultrasonic sensor with a fluid filled tube to be below specification. The upstream sensor was replaced to correct this condition.